Manufacturer narrative:
(B)(4): a third party agent evaluated the device and verified the reported failure. The third party agent provided the customer with a new device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): a third party agent evaluated the device and verified the reported failure. The third party agent provided the customer with a new device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.(B)(4): the device was returned to physio-control failure analysis center for further evaluation. Physio-control determined that integrated circuit chip, designator u19, located on the digital pcb assembly was causing the device to log in an event code and was also causing the device to display the message connect electrodes.

Event description:
It was reported that during preventive maintenance the device did not detect the electrodes. Therefore the device could not provide defibrillation. There is not patient use associated with the reported issue.